Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump began to alarm an upstream occlusion, when inspecting the line there were was no visible occlusion. They tried to swap the pump but the issue persisted even after opening an closing the vent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.